Manufacturer narrative:
Date rec'd by MFR: 27aug2019. On follow-up with the customer, the distributor reported that the hospital had reported the touchscreen failure in error. The manufacturer's field service engineer visited the hospital to check the ventilator and found that there was no breakdown of the machine. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019.

Event description:
The customer reported a touchscreen failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.